Event description:
The patient reported that in june 2007, the pulse generator had been revised to a new pocket site; the first implant location was painful and felt "hard like a rock" she had presented for follow-up at the emergency room while traveling. During phone follow-up with the patient she indicated that she was leaving the ER after having the abscess aspirated at the old pocket site. The rep reported that the revision in the same month had been done subsequent to patient weight loss; the patient had recently seen the physician and had recovered. Add'l info has been requested from the physician.